Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the blood glucose monitor. On (B)(6) 2024 at 11:45 p.m., the patient's blood glucose result was 99 mg/dl. On (B)(6) 2024 at 7:00 a.m., the patient lost consciousness and the blood glucose result was 123 mg/dl which was taken by the patient's son. The patient was transported to the hospital. Around one hour later, the blood glucose level was measured in the hospital and the result was "hi" mg/dl (above 600 mg/dl). The patient was treated with insulin via IV. The patient was currently still in the hospital.